Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: (B)(4). Investigation summary: the complaint device is not being returned, it was discarded by the customer, therefore unavailable for a physical evaluation. With the information provided, and without the complaint device to evaluate, we cannot determine a root cause for the reported failure. A manufacturing record evaluation was performed for the finished device lot number (8l04275), and no non-conformance was identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
This is report 1 of 2 for the same event. It was reported by the affiliate in japan that during an arthroscopic rotator cuff repair procedure on (B)(6) 2022, it was observed that two 5.5 healix advance kntls br anchor devices malfunctioned. According to the report, the first anchor device was not secured in the burr hole when it was deployed that it came off together with the inserter while the second anchor device was not appropriately deployed in the lesion either. The reporter was unsure which of the device had the failure. The procedure was completed less than 30-minute surgical delay. There were no adverse patient consequences nor surgical delay reported. It was further reported that the well experienced surgeon commented that the patient¿s bone quality was inferior and that the patient did not have allergy or smoking habit. No additional information was provided.